Event description:
It was reported that non-sustained post-paced t-wave oversensing was observed during follow-up. Programming changes were recommended. The clinic declined to make any changes.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed. Programming changes were made and further testing was recommended.